Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse reproduced the reported issue and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed error c-34. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that monopolar was not working and that the integrated electrosurgical unit (iesu/erbe) displayed error c-34. The customer had already replaced the monopolar cord and the monopolar curved scissors (mcs) instrument, but the issue persisted. The isi tse recommended trying the other monopolar port and power cycled the iesu. The issue persisted. C-34 indicated an internal failure and the iesu needed to be replaced. The customer would check if a force triad unit was available to use as an alternate. The procedure was completing as planned with no reported injury.